Event description:
At our institution, there are vexing interface problems between electronic ordering device cpoe and the lab. The health care professionals can not trust the system of devices and human interactions with them to obtain the right tests at the right time. Likewise, life critical test come back to an emr silo silently w/o notice, wasting precious mins and delaying care to the most vulnerable. For instance, the pt had cardio-respiratory arrest. An arterial blood gass was obtained from the pt, yet, during the ongoing critical care management, no one was provided the results when they were ready, but they were silently in the emr w/o warning. The ph was less than 7. Care was delayed.